Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back right therapy electrode and under the left breast under the lifevest. The rash was described as itchy, breaking out, and with some bleeding. The patient's doctor gave him cortisone for the skin irritation but it did not help so the patient started applying gold bond lotion. The patient reported that the gold bond lotion was providing some comfort and relieve.